Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the charged coupled device (r-unit) broken, damage the fibre bonding in the outer tube area (distal end). A root cause could not be identified. Based on the results of the investigation, the most probable cause of the green image was a broken charged coupled device (r-unit). In addition, the cause of the damage was fibre bonding in the outer tube area (distal end), which was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the laparoscope, gynecologic had appeared green screen. There were no reports of patient harm.